Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A large (16-20cm around posterior left and right ventricle) but stable pre-existing pericardial effusion was noted by the physician prior to the start of the procedure. A watchman fxd double curve access system (was) and a watchman flx laa closure device & delivery system (wds) was selected for use. After administering heparin and performing a transseptal puncture (tsp), a routine mid-procedure effusion check revealed that the baseline effusion had increased. The physician decided to abort the procedure, reverse the heparin, and observe the patient. There was no subsequent drop in blood pressure, and the imaging physician did not believe the patient was experiencing cardiac tamponade. The physician consulted with interventional cardiology and cardiac surgery specialists and decided to perform a computed tomography angiography (cta) to rule out a possible aortic dissection. The physician noted that any aortic dissection would be unrelated to the watchman procedure and likely stemmed from prior aortic and mitral valve replacement and tricuspid valve repair surgery. The patient was placed under observation. There was no intervention required for the effusion. There were no further patient complications reported.